Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with off no power. The patient's blood glucose at the time of incident was 186 mg/dl. Troubleshooting was initiated and the customer confirmed that the off no power alarm occurred without a low battery alert. The device was not bumped or dropped either; however, the battery cap was damaged. The insulin pump will not be returned for analysis; a new battery cap was sent instead.